Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had potential problem with the audio. Customer's blood glucose level was 157 mg/dl. Customer also stated that the all sound are same and unable to tell difference between sound. The device will not be returned for analysis.